Manufacturer narrative:
Other, other text: the returned sample was received in unused conditions inside a plastic bag. The complainant returned units were visually inspected. No damages or other defects were detected on the sample. The samples returned were tested using the hydrostatic vessel. No discrepancies were detected, liquid flow through the whole device without leaking, thus, the failure mode reported is not confirmed. The failure mode reported is not confirmed. Root cause cannot be determined since complaint was not confirmed. No corrective actions are required since complaint was not confirmed. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leakage and under delivered the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.